Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when opening the pump to prime it in the operating room for implant, a small square piece of fabric was found on the driveline of the pump near the velour. The sheet of plastic was removed and discarded. The pump was further inspected, and no further pieces of loose plastic was found. The surgeon was notified and chose to proceed with pump.